Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the alinity I processing module, serial number (B)(6) the fse verified the cycle power sequence was correctly performed by the operator. The fse inspected power cords, and grounding cables with no observed issues; the grounding/resistance from the power switch to ground was per specification. The system was also connected to a functioning uninterruptible power supply (ups). The fse cycled power twice to the system with no issue. The carrier positioners and pick sensors of the rsm were cleaned and a carrier transport calibration was performed. No alinity I system parts were replaced or adjusted as the alinity ci-system remained functional at the customer site. A review of 12 months of complaint data did not identify any adverse trends or any non-statistical trends or any atypical complaint activity associated with this described issue. A review of the (B)(6) service history did not identify additional tickets related to electrical shock or injury to the fingers/hands. The 2023 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock from the equipment. Per abbott emc/product safety, electrical shock is unlikely to have occurred as no damage to the power supply and/or instrument was observed. The power on/off switch of the alinity I processing module is constructed of non-conductive (polymeric) material and the power supply, where the power switch is located, is a ul/safety certified assembly. The alinity ci-series operations manual states attention to hazard and safety information minimizes the potential of harm to personnel and damage to the laboratory environment. The alinity ci system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration and is connected to a power source that meets required specifications. Basic electrical hazard awareness is essential to the safe operation of any system. Additionally, the alinity ci-series operations manual addresses safety symbols and classification, power distribution, and electrical specifications. Based on the available information no product deficiency of the alinity I processing module, serial number (B)(6)., was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer received electric shock when trying to cycle power alinity I processing module on back of scm module. The customer was performing troubleshooting for quality control issue. The cycled power the alinity I processing module was as part of troubleshooting for control issue. The customer received electric shock when trying to turn off the power switch on back of scm module on alinity I processing module. The customer stated the finger went numb after the electric shock. The customer went to emergency room on (B)(6) 2022. The customer did not receive any treatment in emergency room. The customer will set up visit to orthopedic physician. The customer is doing ok. No further impact to patient management.